Event description:
The patient received an un-intended shock during electrotherapy treatment. The patient was being treated for a dislocated patella. The waveform used was ifc but patient was uncomfortable so the therapist went to biphasic. While doing so, the patient complained of a shock under what he believed to be three of the four electrodes. He compared the shock to an electric fence. The patient was not hurt and no burns were received but the patient was startled. The treatment was interrupted but treatment of the symptom was not impeded as he is continuing his treatment with this facility.